Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in 2008 the patient presented to the doctor for treatment relating to low back pain. The patient had previously had four spinal fusion surgeries on her spine that proved to be ineffective. At the time, she had been diagnosed with ehlers-danlos syndrome, an inherited connective tissue disease that makes spinal fusions highly unlikely to succeed. On (B)(6), 2008, the doctor performed surgery on the patient, consisting of a spinal fusion from l5-s1, during which rhbmp-2/acs was used. The patient received post-operative care with the doctor after the surgery. The doctor told her that she would require another lumbar spine surgery within the year as her l3 was collapsing and would cause her more pain. In early 2009. The doctor performed a second surgery on the patient consisting of a spinal fusion at l3-l4 and l4-l5, during which rhbmp-2/acs was used. Post-op patient alleged unspecified injuries. The doctor performed a third surgery on the patient, consisting of fusion at c6-c7, during which rhbmp-2/acs was used. Post-op patient alleged unspecified injuries.